Manufacturer narrative:
Review of quality records.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the loop recorder pocket became red and inflammed. The physician suspected a -toxic reaction. The device was explanted.